Event description:
It was reported that the patient's left knee was revised on april/24/2023 due to infection and patella fracture. All implants (including the patella) were removed, and a femoral component with an all poly tibia were implanted. This case is the revision of a previously revised left knee of the patient, revision on (B)(6) 2022 (initially implanted on (B)(6) 2022).